Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user fell down the stairs 2 days ago and now the screen is black. It is not cracked but is broken behind the screen. The patient has been on backup therapy since the fall. There was no adverse event regarding blood glucose reported as a result of this event.